Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced an unknown issue. As a result, the patient underwent an arthroscopic where it was discovered that the patient's glenoid component had fractured. Cultures taken during this surgery were positive for infection. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-62-03 - stemless hum comp integrip, cage, size 3: (B)(6). 310-61-47 - stemless humeral head 47mm x 18mm x beta: (B)(6). 314-13-33 - equinoxe cage glenoid m, post aug, right: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). 314-13-33 - equinoxe cage glenoid m, post aug, right: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device fracture, infection and explantation of components as a result of the failures discovered during the reported arthroscopy will be reported on a separate medwatch.